Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent an obtryx transobturator mid-urethral sling system implant on (B)(6) 2010 due to cystocele and mixed urinary incontinence. It was reported that the patient underwent a pinnacle pelvic floor repair kit implant on (B)(6) 2011 due to cystocele. It was reported that the patient underwent excision of exposed vaginal mesh on (B)(6) 2011 due to exposed vaginal mesh. It was reported that the patient underwent a transvaginal excision of mesh, plication cystocele repair and cystoscopy on (B)(6) 2012 due to extruded vaginal mesh and recurrent cystocele. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.